Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen events were reported for this quarter. Thirteen devices were received for evaluation; eight events were confirmed during testing. Eight devices were found to be affected by corrosion. The reported event was not confirmed for 5 devices; the devices were found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events, in which the device was reportedly leaking. Eleven events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). 1 device was received. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events, in which the device was reportedly leaking. 11 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.